Event description:
The customer states that one pt sample generated erroneous results when tested using a cell-dyn 3200 sl analyzer. When the sample was repeated, all parameters matched with the exception of the hemoglobin results. Initial hgb=31.0 g/l (3.1 g/dl). Repeat hgb=116 g/l (11.6 g/dl). There was no impact to pt management reported. Service was dispatched to further investigate the issue.

Manufacturer narrative:
Investigation summary: all maintenance was up to date on the cell-dyn 3200 system. A field service rep (fsr) was dispatched. The fsr visited in 2008 and found the hgb flow cell readings to be out of range. The hgb flow cell was replaced as a precaution. All the valves were cleaned. A precision followed by calibration and controls were run and the instrument was working as per label claims. Upon f/u on the following month, the customer reported that since replacement of the hgb flowcell the instrument has been performing well and qc are recovering well within package insert claims. Cell-dyn 3200 system operator's manual, rev. M: section 10, "troubleshooting and diagnostics" and "nonscheduled maintenance frequency" (pages 10-27 to 10-29 and 9-29 - 9-30) describes the troubleshooting procedures for imprecise data (10-27 to 10-29). Under point 5 (rbc, hgb, mcv and plt), page 1 0-28, there are three bullet points related to the hgb flow cell. Trending: a review of complaint reports, for the period 2007 through 2008, did not indicate any adverse trend for cell-dyn 3200, for the complaint issue. Labeling: the event is addressed in the cell-dyn 3200 system operator's manual, 06h60-01, rev m section 10: troubleshooting and diagnostics: troubleshooting imprecise or inaccurate data; p. 10-27 to 10-29. Conclusion: the device involved in the issue was evaluated. The hemoglobin flow cell reading was found to be out of specification. Service replaced the flow cell and performed associated verification procedures with acceptable results. There was no impact to pt management reported due to this issue. This is the final report. End of report.